Event description:
It was reported that a patient death occurred. Obsidio was selected for use in a terminal ileal bleed. The aliquot technique was used with contrast and the vessel size was 2mm. The device was successfully implanted into two branches off of the ileocolic artery. A bowel infarction was noticed on post computerized tomography (CT) imaging. Approximately four days post procedure, the patient experienced pneumatosis and underwent surgery for a partial bowel resection. The patient remained hospitalized until passing away. It was further reported that the documented cause of death was respiratory failure and cardiac arrest.

Manufacturer narrative:
H6 patient codes (2): unspecified tissue injury is pneumatosis. H6: evaluation method codes (2): added analysis of production records code. B5: describe event or problem: updated. B2: date of death: date added.

Event description:
It was reported that a patient death occurred. Obsidio was selected for use in a terminal ileal bleed. The aliquot technique was used with contrast and the vessel size was 2mm. The device was successfully implanted into two branches off of the ileocolic artery. A bowel infarction was noticed on post computerized tomography (CT) imaging. Approximately four days post procedure, the patient experienced pneumatosis and underwent surgery for a partial bowel resection. The patient remained hospitalized until passing away.

Manufacturer narrative:
H6 patient codes (2): unspecified tissue injury is pneumatosis.